Event description:
The consumer allegedly had issues with the frame. The frame was replaced once and the replacement allegedly bent, causing the contents to spill all over the consumers carpet. No injury is alleged.

Manufacturer narrative:
RMA reference quote (B)(4) was provided for the return of the device. Model 6500-bhd uses user instructions part no 1148075. The user instructions provides the following warning for fully reading and understanding the user instructions. "Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The medical condition, stability and medication regimen of the consumer is unknown. It is unknown if the consumer was supervised during the issue. The following warning is provided. "Users with limited physical capabilities should be supervised or assisted when using the commode." The consumer alleged the commode spilled onto the carpet. The user instructions state that the rubber tips must be in contact with the floor at all times. Rubber tips are for greater stability on hard surfaces. The following warning is provided. "Leg extensions with rubber tips must be in contact with the floor at all times." The consumer is (B)(6) which meets the weight limit of 650 lbs. It is unknown if the consumer was adding additional loading to the device. The following warning is provided. "Always observe the weight limit on the labeling of your commode. Check that all labels are present and legible. Replace if necessary." It is unknown if the snap buttons were fully engaged at the time of the issue. The following warning is provided. "Ensure that the snap buttons fully protrude through the same height adjustment hole of each leg extension. This ensures that the leg extensions are securely locked in position and that an even height adjustment is achieved." The consumer stated that 2 screws were not in the device at the time of the issue. The maintenance history of the device is unknown. The following warnings are provided. "Make sure that all attaching hardware, screws, nuts and/or bolts are tight at all times." "Inspect rubber tips on the leg extensions for rips, tears, cracks or wear or if they are missing. Replace them immediately if any of these conditions exist." "If so equipped, the back tube wing nuts must be inspected regularly for tightness - otherwise injury or damage may occur." The temperature exposure to the device is unknown. The following warning is provided. "Before removing/installing seat and lid, allow the seat and lid to reach room temperature if exposed to cold. This will help prevent the seat clamps from breaking when being removed or installed." It is unknown if the commode seat was properly installed at the time of the issue. The following warning is provided. "The commode seat must be installed before sitting on the commode."